Event description:
While the catheter was in the left atrium of the patient's heart, an error message was shown that the catheter had a temperature limiter issue. Trouble shooting was performed and this could not be corrected. No harm came to the patient.